Manufacturer narrative:
Evaluation summary: the mother of a patient reported that the plunger of her son's humapen luxura hd device was worn. He experienced hyperglycemia. The device was not returned for investigation (batch 1508g05, manufactured august 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of for the batch did not identify any atypical trends with regard to device broken or dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy.there is no evidence of improper use or storage.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaints, concerned a (B)(6) male patient of unspecified ethnicity. Medical history included diabetes, hyperglycemia and diabetic coma following and overdose of insulin detemir (double dose injected); all since unspecified dates. Concomitant medications included insulin detemir in the evening for unknown indications. The patient received insulin lispro (rdna) injections (humalog) via reusable pen (hp luxura hd) subcutaneously for the treatment of diabetes beginning approximately in 2011. Formulation, dosage regimen and specific start date were not provided. On an unspecified date, the plunger of four pens of hp luxura hd malfunctioned because they were made with bad quality plastic (as reported). On an unspecific date, because of the pens issue, he experienced hyperglycemia episodes with a value of 4 g/l and lately he required hospitalization in emergency ((B)(4)/ lot 1508g05 and unknown lot/(B)(4)). No further information was provided. Information regarding corrective treatment was not provided. The outcome of the event was unknown. Insulin lispro treatment was ongoing the operator of the hp luxura hd and corresponding training status was not provided. The model device and reported device duration of use was unknown. If the device was returned evaluation would be performed to determine if a malfunction had occurred. The suspect devices remained in use. The reporting consumer believed the event was related to insulin lispro treatment. Edit 28jun2016. Case was opened to update the european/canadian device fields and enter the medwatch device fields for device mailing. No new information. Update 29jun2016. Additional information received 28jun2016 from the product complaint safety database. To the device tabs added the device specific safety summaries (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, added the manufacture date to the first device tab, corrected the lot for the second device to unknown as previously reported, and the narrative was updated accordingly. At this time changed the devices were returned to the pharmacy as of 29jun2016.